Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the patient ¿experienced a red, moist skin irritation." Patient received medical attention for the skin irritation and was treated with diflucan 150 mg x 7 days. It was further noted that patient continued to use the product. The patient does use crusting when able and has also tried large eakin as a primary layer. No photographs or further information was provided.